Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing discomfort due to ipg implanted in the sacrum. It was noted that the ipg was non-functional and was charging more frequently. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort due to ipg implanted in the sacrum. It was noted that the ipg was non-functional and was charging more frequently. The patient will undergo an explant procedure.